Event description:
It was reported that there was a black substance on a cassette during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. This was noted as the caregiver (cg) was wiping the connection area between the cassette and a transfer set. The technical services representative advised the cg to aseptically disconnect the patient, and advised the cg to restart therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.